Event description:
Information received by medtronic indicated that the transmitter had sensor signal not found alert. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Unable to charge unit due to depleted battery. Unable to perform functional test or verify led anomaly due to depleted battery anomaly.